Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7094173. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 38724675. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(6).

Event description:
It was reported that the patient has increased inflammation on his ipg incision. The patient was administered with antibiotics. No further information has been obtained despite good faith efforts.